Event description:
It was reported by the patient that she could not urinate after implant; therefore, she had a catheter for 4 days and on the 5th day, she went to see a urologist. The patient was hospitalized, developed cellulitis, and was on antibiotics, but noted her legs were still puffy. The patient also noted being on lasix, flomax, potassium, cephalexin 500 mg, and bactrim - 2 tablets a day. The patient was urinating then, and noted it was "a little too much". The patient noted a history of cellulitis 11 years ago due to morphine and noted issues with methadone as well. The drug in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).